Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. A sample is expected, but has not yet been received by mfg site. (B)(4).

Event description:
A surgeon reported that a probe did not actuate normally during a surgery and it was unable to treat the vitreous humor. The problem was resolved after replacing the product with another one. No harm to the pt was reported. No further info is available. A product sample has been requested for evaluation.